Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock has rotational and lateral movement and a residue buildup is present. New components was added to replace worn internal parts along with general maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely normal wear over time. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on the mayfield skull clamp was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.